Manufacturer narrative:
Unable to perform displacement test due to keypad overlay missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad overlay damaged. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.